Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was replaced with a 19mm valve of the same model. It was reported the surgeon missized the valve. This was the surgeons first procedure using this valve model. No adverse patient effects were reported.